Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level event and insulin flow block alarm due to bent cannula and treated with manual injection on (B)(6) 2026. The event lasted for greater than four hours.